Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was defective haptic. There was no patient harm and patient was not hospitalized as a result of this event. Additional information was requested.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. One haptic was bent and broken/torn (still attached) in the gusset area. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).